Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. Conclusion code - failure observed during analysis. Final analysis found an insulation abrasion exposing the outer coil at 7.3 cm to 7.4 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implantable device.